Event description:
The customer contact reported that during testing the device did not deliver a dose when the bolus button on the top of the device was pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.